Manufacturer narrative:
Cont. H.6. Health effect-f2203-imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported 'pain due to rupture of breast implant'. Device was explanted and replaced with non-allergan product. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Physician reported 'pain, due to rupture of breast implant'. Device was explanted and replaced with non-allergan product. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: analysis is not performed because the shell of the device is missing. Pain: unable to observe as it is a medical event not related to the device. Additional observations: observed total missing of the device.

Event description:
Physician reported 'pain due to rupture of breast implant'. Device was explanted and replaced with non-allergan product. This record relates to the left side.